Event description:
Reporter stated at some time in the night, the customer received the following results on the mobile system within 6 minutes: 4.2 mmol/l and 11.5 mmol/l. Five minutes after the 4.2 mmol/l result from the mobile, a test was run on a competitor device with a result of 0.8 mmol/l. At an unspecified time after the 11.5 mmol/l result from the mobile, another test was run on the competitor device with a result of 1.2 mmol/l. The customer had taken 3 units of long acting insulin sometime in the evening prior to this comparison. The customer felt hypoglycemic symptoms of "cramped" and became unconscious. Approximately 30 minutes later, the ambulance arrived and tested customer on their device and obtained a result of 1.7 mmol/l. Approximately 2 minutes prior to the ambulance arrival, a test was run on the competitor device with a result of 1.9 mmol/l. The customer was given an unspecified amount of glucagon and regained consciousness. The customer was taken to the hospital the following day by his parents. No further treatment was provided. The customer was examined and released the same day. The customer is currently fine. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.